Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 51112isp, mfg date: 03/31/2012, exp date: 04/30/2015. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and a drain was inserted. On (B)(6) 2012, when the drain was removed, the surgeon noticed that there was a seroma fluid under the tissue. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.